Event description:
During a procedure in tortuous anatomy, as the physician had deployed two distal segments of the stent in the basilar apex of the superior cerebellar artery (sca) the stent delivery system moved proximally. Due to the loss of position, the physician elected to deploy the stent in the vertebral artery. The physician continued the procedure with a similar device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received it was determined that the patient's vessel was tortuous where the procedural difficulty was experienced. The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis as it was implanted. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause is operational context.

Event description:
During a procedure in tortuous anatomy, as the physician had deployed two distal segments of the stent in the basilar apex of the superior cerebellar artery (sca) the stent delivery system moved proximally. Due to the loss of position, the physician elected to deploy the stent in the vertebral artery. The physician continued the procedure with a similar device. There was no reported clinical consequence to the patient.